Event description:
Svc lead impedance warning on (B)(6) 2022. Possible farfield r wave oversensing on atrial channel causing at/af classification. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).